Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 3.4 mmol/l on the adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and self-treated with chocolate and measured finger-prick blood glucose result of 13.0 mmol/l on an adc meter and again self-treated with insulin (dose/type unknown) for the issue. When the provided results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of the wear was 6 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.